Event description:
Nurse administered lovenox subq to a pt. Nurse withdrew the syringe and pushed down on the plunger to activate the safety needle cover. The syringe was transferred to my left hand to place it in the sharps container. As she approached the sharps container, the plunger and needle fell out of the case to the floor. She carefully picked up the plunger an needle and placed both pieces into the sharps container. There was no harm to the pt or to the nurse. Dose or amount: 40 mg. Frequency: bid. Route: sq. Dates of use: two days in 2007.